Event description:
Nurse reported that lipids were set to infuse at 10 ml/hr for 25 hours. The entire amount infused in 15 hours. No patient harm. The tubing was discarded. The devices were sent to biomed. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.